Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port, was being used during a urology procedure on (B)(6) 2022 when it was reported, ¿flap of sound cap fell off into the patient and was retrieved¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. If using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port, was being used during a urology procedure on (B)(6) 2022 when it was reported, ¿flap of sound cap fell off into the patient and was retrieved¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.